Event description:
The customer alleged that the temperature light was not lit. The technical support rep (tsr) suggested he check the temp of the disinfectant when it is in the basin and follow the IFU (instructions for use) for the length of soak time as it relates to the temp of the disinfectant. The customer reported that the temp of the disinfectant seems to be at the correct temp but the light is still coming on and off intermittently. The tsr suggested that he reseat the temp sensor connection and check for any frayed wires. It is not known if there have been any pt consequences due to the light being off as the customer did not respond to facility's attempts in gathering more info.